Event description:
It was reported by the marketing manager from stryker (B)(4) that he was informed about the following alleged event: the surgeon from (B)(6), underwent a revision surgery on (B)(6) 2010 as the pt felt a groin pain. The primary surgery took place on (B)(6) 2009 when the items mentioned below (abg ii stem, short neck, cup and v40 head) have been implanted during a total hip prosthesis."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.